Manufacturer narrative:
Lead or extension.

Event description:
The patient experienced a loss of stimulation coverage on her right side not associated with any incident or accident. All electrodes were activated with programming and the patient was able to obtain appropriate stimulation on her left side, but felt no stimulation on her right side. Bipolar electrode impedance was greater than 10,000 ohms on combination 0-3. An x-ray showed no obvious disconnects. Revision surgery was planned (date unk). Additional information has been requested. A follow-up report will be submitted if additional information becomes available.